Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 2 - correction: additional information omitted from supplemental #1. The meter involved with this complaint has not yet been returned to lifescan for product analysis evaluation. A DHR (device history record) was completed on 03/30/2015 for this product and no deviations, non-conformances, or reworks were observed.

Manufacturer narrative:
Follow-up # 1 - device evaluation: due to the test strips not being returned. Product analysis performed a retain test. The retain test strips failed the performance testing with blood for accuracy and precision at 300 mg/dl level. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) france alleging that their onetouch verio2 meter displayed a message reading ¿problem with absorption¿. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the message first appeared on an unknown evening ¿a week¿ prior to the alert date of (B)(6) 2015. The patient manages their diabetes by self-adjusting their insulin dosage based on subject meter results. In response to the alleged meter message the patient dosed a ¿usual dose¿ if their blood glucose was ¿over 150mg/dl.¿ at 3am the following morning the patient woke up in bed feeling ¿sweaty¿ and had ¿heavy legs¿ ¿ symptoms which the patient associated with hypoglycemia. In response to these symptoms the patient self-treated by consuming food and/or drink an unknown period of time after becoming symptomatic. The patient was able to test their blood glucose on their father¿s onetouch meter (exact meter type unknown) the next morning at 8am and obtained a blood glucose result of ¿around 300mg/dl.¿ at the time of troubleshooting the csr noted that the patient was not using the product for the first time, and the issue was able to be resolved with training. The products were still requested back for evaluation. Although this complaint was resolved at the time of troubleshooting, this complaint is being reported because the patient was unable to obtain a blood glucose result on the subject meter which led to them developing symptoms suggestive of a serious injury after the alleged meter issue began.